Event description:
It was reported that during an infusion of total parental nutrition via a central venous line (cvl) that an infiltration occurred and the pump did not alarm for a downstream occlusion.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. The device was not identified. The available information does not reasonably suggest that a device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration. We are aware that a plastic surgeon was called to evaluate the pt, but are not aware if surgical intervention was given. Medical intervention was used to remove cvl. Baxter attempted to contact the customer on multiple occasions to acquire additional event information without success. With the available information this incident would be considered a serious injury.